Event description:
Event description guidant received information that at a change out procedure for the device, these chronic epicardial patch implantable lead's displayed out-of-range shock impedance measurements. Prior to the procedure the lead impedance measurements were normal. The lead impedance was tested with the old device and the measurements were now out-of-range. Each patch lead was tested by connecting it to the device and plugging one port. The impedance was normal for one of the leads, but remained out-of-range for the other. This lead was surgically abandoned. Additional information was received stating a new epicardial patch lead was implanted.